Event description:
The manufacturer received information alleging a ventilator's tidal volume was higher than the set value. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing and a failure of the device's lcd screen was observed. The device's sensor board and lcd display were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's tidal volume was higher than the set value. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing and a failure of the device's lcd screen was observed. The device's sensor board and lcd display were replaced to address the issues. On previously submitted report, the device's sensor board and lcd display were replaced to address the issues. It is determined that the lcd display was not replaced to address the issue has been updated/corrected in this report.